Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed the ¿do you see drops¿ prompt and the touchscreen did not respond to the user selecting ¿yes,¿ after which the pump was replaced and the original device was requested for return. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included coordination to obtain the device return for analysis. Failure investigation revealed no fault found with the device.